Event description:
The customer reported the sys shut down on its own. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the high voltage cable. The sys operates as intended.